Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy calcification. The 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross due to the anatomy. During removal, the mid sds shaft separated outside the patient. There was no resistance noted during removal. The device was easily removed and a non-abbott sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.